Manufacturer narrative:
The device remains implanted in the patient. Attempts to retrieve additional information are in process. The device history record (DHR) was not completed, device serial number is not available. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported a patient suspected to have 21mm aortic valve implanted for estimated 6 years had a valve in valve procedure for unknown reasons. The current patient status is unknown.

Event description:
Through medical records it was learned a patient with a suspected 21mm 3300tfx aortic valve implanted for estimated 6 years, presented with congestive heart failure. The patient had a valve in valve procedure with a non-edwards device due to severe stenosis. The patient was discharged pod #1.

Manufacturer narrative:
Updated: patient codes, device codes, method codes, results codes, conclusion codes, additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Based on the available information, the root cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.